Event description:
The pt went into a fast, wide, qrs rhythm but the monitor only alarmed for high heart rate, not for ventricular tachycardia. The pt was cardioverted x2 and the implantable cardioverter defibrillator was checked by the clinicians.